Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak. The customer's blood glucose level was unknown ta the time of incident. The customer stated that the insulin pump had leak and insulin flowed into the motor drive part. The reservoir will be returned for analysis.